Event description:
Report received which states, "sodium particulate floating in the IV drip chamber of the IV set. No clinical info available. No consequences from this abnormal appearance in the IV bag connected to the IV set." Although requested, no additional info was provided.